Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that telemetry could not be established with the device via wireless or non-wireless sessions. There was no magnet response when a magnet was placed over the device. No therapies were delivered or alert tones were reported by the patient. The device was suspected to have an unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis found that the no-telemetry condition was due to a severely depleted battery. When powered with an external supply, the system current drain was nominal. The device was fully functional throughout the analysis. No hybrid anomalies were found. Further analysis showed evidence of electrolyte leakage from a crack observed at the perimeter on the closing button weld; however, no destructive analysis was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.